Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The products in this complaint are manufactured by biomet legacy; therefore, they have been notified. Biomet legacy created cmp-018523 and will further submit on 3002806535-2015-04143. This complaint will be invalidated.

Manufacturer narrative:
(B)(4). The devices were not returned for review and therefore their conditions are unknown. The manufacturing documentation could not be reviewed as product identifying information is unavailable. The products were used in treatment. The patient is reported to have experienced a dislocation a few weeks after implantation. The patient's child also mentions that the patient received the wrong sized implant in her original surgery, however no additional detail is provided to confirm this. A complaint history search could not be performed due to the lack of identifying product information. Product compatibility is unknown. With the information provided, a definitive root cause cannot be determined.

Event description:
It is reported that the patient was revised due to dislocation and pain.